Event description:
Literature: astradsson a, schweder patrick m, joint c, green alexander l, aziz tipu z. Twiddler's syndrome in a pt with a deep brain stimulation device for generalized dystonia. J clin neurosci. 2011;18(7):970-972. Doi: 10.1016/j.jocn.2010.11.012. Summary: the authors describe a pt who received bilateral globus pallidus internus deep brain stimulation (gpi dbs). Reportable event: the authors report on a (B)(6) right-handed female who first developed craniocervical dystonia in 2000 with right sided torticollis progressing to right arm dystonia within the same year which progressed to being generalized. Five years after symptom onset, she received bilateral gpi dbs implants with good symptom improvement initially and no neuropsychological sequelae. Due to high stimulation needs and the need for frequent battery replacement, it was decided to replace the device with a dual-channel restore advance rechargeable battery, which was set at 4.8 volt bilaterally. The pt had significant relief of her neck and limb dystonia over the following months; however, she began experiencing increasing difficulties with recharging. Six months after implantation, she underwent revision of the rechargeable ipg and the extension lead connector was found to be overlying the battery and the leads were secured underneath the ipg and fixed. On review 1 year later, it was noted that the rechargeable ipg had rotated, with the leads overlying the generator, and she was experiencing increasing difficulties with recharging as the recharge hardware did not have transcutaneous contact with the ipg. Her generalized dystonia remained reasonably controlled but she had increasing blepharospasms and dystonic rotation of the neck. She underwent a repeat revision of the ipg and was found that the ipg had moved over the adapter, placing it in a diagonal position almost perpendicular to the skin, thus preventing recharging. The ipg was repositioned and secured with a prolene mesh, preventing overriding of the adapter. Despite the revision, she continued to be unable to recharge the battery and 1 month later, the rechargeable battery was replaced with a new non-rechargable kinetra. It was found perioperatively that the rechargeable battery had escaped the prolene mesh it had previously been secured with.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt and device has been requested.